Event description:
It was reported that during testing conducted at the manufacturer facility, the device overheated. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.